Event description:
The nurse could not visually verify that the syringe plunger had moved or infused any potassium after running for 4 hours. The pump was programmed for an infusion rate of 0.60 ml/hr with a 60 ml syringe. This test showed this syringe pump's accuracy to be at 0.3% which is in compliance with the published specifications. Due to the low rate of 0.60 ml/hr and a large 60 ml syringe, there was no visually discernable movement of the syringe plunger over the 4 hour period. However, the syringe pump was moving the syringe plunger and fluid was being infused to the patient. This pump operated appropriately.